Event description:
Related manufacturer number: 1627487-2022-04802. It was reported the patient experienced a drg lead migration on his right t12 due to unknown reason. Surgery may occur in the future.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8433173. Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in helpticket 333743, csh-28329 and csh-28471. The initial submission attempt was performed on 23 september 2022.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8433173 based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received indicating that surgical intervention was undertaken wherein the leads were explanted and replaced. Therapy was restored.